Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2024, transesophageal echocardiogram (tee) identified a device related thrombus. The patient was instructed to discontinue dual antiplatelet therapy and being oral anticoagulants and will undergo additional tee imaging in six (6) weeks.

Manufacturer narrative:
B3: date of event - estimated as 45 days post implant.

Manufacturer narrative:
B3: date of event - estimated as 45 days post implant. B5: describe event or problem updated. B6: relevant tests/laboratory data updated. B7: other relevant history updated.

Event description:
It was reported that a thrombosis occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2024 transesophageal echocardiogram (tee) identified a device related thrombus. The patient was instructed to discontinue dual antiplatelet therapy and being oral anticoagulants and will undergo additional tee imaging in six (6) weeks. It was further reported the thrombus was located on the atrial facing surface of the closure device and extended up into the left upper pulmonary vein. The thrombus was noted to be biased towards the limbus.